Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after the placement. It was stated that the catheter balloon was cut and removed.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The sample was evaluated and observed no abnormalities on the returned sample. The water was inserted into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. No conditions were found on the sample that could be associated with reported event. Due to the poor condition of the returned sample a complete evaluation could not be performed. The reported failure was able to reproduced. A potential root cause of this failure mode could be due to over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after placement. It was stated that the catheter balloon was cut and removed.